Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 h3, h6: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number mf4153803 was released in three batches. Batch1: lot qty of (B)(4) units were released on 05 apr 2017 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 21 jun 2016 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 03 sep 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that viper2 x25 set screw inserter the inner shaft and inserter were received in dissembled condition and the threads of the inner shaft has no visual damage. No other issues were identified. The dimensional inspection was performed for viper2 x25 set screw inserter and is within the dimensional specification. The functional test was performed the device was able to assemble but has shown some resistance when inserting but while disassembling the inner shaft no longer disassemble. The inner threads of the inserter must be deformed that¿s the reason it has shown some resistance while assembling. The observed condition is consistent with complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for viper2 x25 set screw inserter. While no definitive root cause could be determined, there was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: viper x25 set screw inserter viper 2 x25 set screw inserter inner shaft bottom dimensional inspection: the dimensional inspection of diameter of the inner shaft was performed. Per drawing viper 2 x25 set screw inserter inner shaft bottom = pass device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a spinal fusion treating purulent spondylitis surgery. During the surgery it was noticed that the inner shaft was not able to be attached to the inserter. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) viper2 x25 set screw inserter. This report is 1 of 1 for (B)(4).